Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, due to calcification with severe stenosis. The patient presented with chf. The tavr and surgical valve fracture/26mm atlas balloon procedures were successfully performed with a 26mm 9755rsl valve. The patient was taken to pacu in stable condition. Per medical records, echo showed, severely calcified aortic valve leaflets, severely restricted cusps. Severe aortic valve stenosis with mean gradient 57 mmhg, ava 0.7 cm2, dvi 0.20.